Event description:
The surgeon asked the anesthesiologist to tilt the bed to the left. The anesthesiologist pushed the button to tilt the bed to the left, but the button got stuck. The bed continued tilting to the left. The patient had a safety strap on. Anesthesia braced the patient's left side. The bed was turned off and another control was obtained. The problem control was removed from service. There was no injury to the patient.